Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruded drive support cap and a scratched screen. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. The drive support cap was inspected and no anomaly was noted. The pump was received with intermittent button response due to a flattened dome switch on the up, down, esc, act, and express bolus buttons. The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. The lcd connector was inspected and no anomaly was noted.